Event description:
It was reported the pt had an infection. It is unknown if the device was explanted. The hcp was considering conversion from it baclofen to oral baclofen. Additional info has been requested from the hcp, but was not available on the date of this report.